Manufacturer narrative:
Customer stated that the syringes and the three (3) way valves were previously replaced by their service for the same problem. A bci field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the reagent probes t-valve, 7 cuvettes, and adjusted the belts for the reagents and cranes. The fse also performed all associated alignments and ran controls. Service will continue to monitor the instrument for further issues.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probes continued leaking into the reagent carousel of the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.